Manufacturer narrative:
The ownership rights of the probe belongs to the hospital, therefore it will not be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cervical probe was deformed due to wear over time. There was no patient present.